Event description:
A medwatch report has been rec'd from a hemodialysis user facility. The reporter of the event was contacted for additional information. It was learned that the pt had rec'd the previous dialysis treatments without incident with use of this dialyzer with the exception of this one dialysis treatment. The reporter stated the nurse who was there during this treatment had returned his blood. The following day this pt rec'd dialysis with a different brand of manufactured dialyzer without incident. There is no sample available for an evaluation. Of note-attempted to get further information such as the records of the event, however, all information that has been rec'd to date is verbal. Additional information from the user facility report: pt presented for 4th in-patient dialysis treatment. Dialysis was initiated at 9:15 am. At 9:20 am, pt became unresponsive. Code team called and CPR started. Pt has been transferred to ICU. Suspecting a dialyzer reaction or heparin allergy, the pt's physician ordered a different type of membrane (cellulose) and discontinued bolus dose of heparin which the pt tolerated well in subsequent dialysis treatments.

Manufacturer narrative:
Additional information from the user facility report: (B)(4) 2010.